Manufacturer narrative:
(B)(4) (sn (B)(6)). The returned lead was analyzed, visual (microscope) and x-ray inspection revealed that multiple cables were completely broken at the bent/kinked locations of the lead. The lead body was kinked close to the retention sleeve of the tail 2 proximal array. The other bent/kinked location was 2 cm from the set screw mark of the clik x anchor. There were no exposed cables at the fracture location. The lead became kinked after it exited the ipg port and clik x anchor resulting in the reported complaint. With all the available information, boston scientific concludes that the reported event was confirmed. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point and close to the proximal array. The probable cause selected is cause traced to component failure.

Event description:
It was reported that the patient experienced inadequate stimulation and burning sensation. It was noted that the lead had high impedances. The patient underwent a lead replacement procedure. During the procedure, it was found out that the lead was completely broken off at the entry to the port on one tail. The physician was able to remove the broken off piece in the port and explant the entire lead. The patient was doing well postoperatively.

Event description:
It was reported that the patient experienced inadequate stimulation and burning sensation. It was noted that the lead had high impedances. The patient underwent a lead replacement procedure. During the procedure, it was found out that the lead was completely broken off at the entry to the port on one tail. The physician was able to remove the broken off piece in the port and explant the entire lead. The patient was doing well post-operatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 weeks ago from the date the manufacturer was made aware.